Manufacturer narrative:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made. There were no reported patient symptoms or consequences.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were made. There were no reported patient symptoms or consequences.